Event description:
It was reported that there was sensing difficulty and a lead fracture. The lead was explanted and replaced. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.